Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 39 months ago. Aneurysm morphology at the time of implant was not reported. The aortic neck diameter at the time of implant is unk; however, it was severely angulated at 65 - 70 degrees from the left to the right. Distally the stent grafts were extended to the level of the hypogastric arteries. Currently, the aortic neck was found to have dilated measuring 30 mm in diameter and it is 29-30 mm long. This resulted in a type 1 endoleak and the stent graft is 20 mm below the lowest renal artery; however, it does not appear to have migrated. It was reported that the original aneurysm did not enlarged, but there is another secondary bulge above it. A 32 mm diameter talent cuff was implanted proximally and this resolved the endoleak. Additionally, the right iliac artery had become aneurysmal but there was no endoleak; therefore, the decision was made to coil embolized the right hypogastric artery and extend with an 18 x 12 mm talent iliac extension down the external iliac artery. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Results: (endoleak). (Angulated and dilated aortic neck, aneurysm iliac artery). Conclusions: (angulated and dilated aortic neck, aneurysm iliac artery).